Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure. The doctor reported that he was not changing the settings on the dtc and the motor was running at 500 rpm without torque. The pt was referred to an endodontist for further treatment. Pt follow-up will be required